Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Relative manufacturer reference number: 2017865-2021-25011. It was reported that the device and lead are being removed due to infection. Additionally, it was noted that the infection was treated with intravenous antibiotics for five days. The patient was stable.